Event description:
Pt undergoing carpal tunnel repair. When bipolar used at 45, pt complained of pain and shock. Bipolar decreased to 35 and pt continued to complain of pain and shock. Unit cord replaced. Checked output, leakage and ground. No problems found.